Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported that a patient underwent a procedure where a device from a different manufacturer was implanted. That device later broke and a revision procedure was performed using the arthrex galileo system. The galileo lag screw that was implanted during the revision also broke and the patient is now scheduled for a 2nd revision on (B)(6) 2021 where the lag screw will be removed. Additional information provided 6/16/21: the galileo was implanted on (B)(6) 2020, due to a revising of a broken gamma nail. The surgeon was aware of the broke gamma nail on 6/8/21. The revision of the galileo lag screw will take place on (B)(6) 2021 in temple, texas.